Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The clinician printed a report showing that the device monitoring voltage was 6.41v and the device model number was 1823. Technical services reviewed the report and discussed that the clinician had printed a "no patient" demonstration report in error after the unsuccessful interrogation. Technical services discussed selecting the appropriate device software on the programmer when the patient returns for a re-check.

Manufacturer narrative:
The field representative reported that when the patient returned to the clinic, the device still could not be interrogated. No tones were generated when a magnet was applied to the device. The patient confirmed he had not had the device checked since 2004. It was expected that the device had reached end of life (eol) battery status and had reverted to storage mode with no therapy available. It was noted that the patient had an underlying rhythm, and was scheduled to have the device replaced the following week. No adverse patient effects were reported. The device was then explanted and was replaced with another boston scientific ICD. Upon receipt at out post market quality assurance laboratory, telemetry could not be established with the device and no pacing was observed. No review of device memory was possible due to the depleted state. Visual inspection of the device case showed the battery area was swollen. The titanium case was then opened and a detailed visual inspection of the internal components and circuitry revealed no irregularities. The device was again subjected to extended monitoring while programmed to maximum pacing outputs, with no abnormal device operation observed. Shock stress testing was performed at various points throughout laboratory analysis; the device operated normally during all shocks and capacitor reformations. Despite exhaustive analysis, we were unable to ascertain the source for the premature battery depletion.